Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported intermittent stimulation/therapy. The stimulation was described as being "stronger then weaker and it comes and goes". Impedances ran at .7v: showed impedance >10,000 on 6 electrodes (1 contact on one lead and 5 contacts on the other lead) and then he re-ran them at 1.5v, values showed some electrodes >20,000 ohms. There were no trauma/falls reported that could be related to this issue. The representative was able to reprogram the device and provide necessary coverage. The plan was to continue to monitor stimulation. The patient was informed that if he noticed changes to stimulation again, that they were to contact the hcp and representative. It was unknown whether the onset of the intermittency was sudden or gradual. The indication for therapy was failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer had their leads replaced on (B)(6) 2016 because of a fracture. The rep. Was working on programming and reorienting the battery, so it was noted the consumer recovered from the replacement procedure.